Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low pacing impedance. A lead revision was discussed, but no intervention was reported. The patient was in stable condition.